Manufacturer narrative:
The reported events of device had no rf tel, no inductive telemetry, error message, and inability to program were confirmed. The reported event of output rate issue was not confirmed. The device was received with intermittent telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing, and the battery was at eri consistent with normal usage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on (B)(6) 2021.

Event description:
It was reported that the patient was presented to the clinic for a follow-up. It was noted that the pacemaker failed to be programmed to asynchronous mode and failed to be interrogated via radiofrequency (rf) telemetry and induction telemetry with different programmers. While interrogation was eventually successful, the rate sensor for mode switch was programmed off, and an error message was shown. The pacemaker exhibited an output rate issue. The pacemaker was explanted and replaced. The patient was in stable condition.